Event description:
It was reported that the interface between the programmer and the wand frequently had noise and artifact. New wands have been tried but the same thing happened the programmer was returned for service. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. It was indicated on the return paperwork that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer passed all functional testing. (B)(4) rf (radio frequency) head cable found out of electrical specification.